Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired and the rv lead was positioned in the lv port on the device while the lv lead was positioned in the rv lead port on the device to resolve this event the patient was stable following this event with no adverse health consequences.

Event description:
It was reported that oversensing due to myopotentials and loss of pacing were observed on the right ventricular (rv) lead. The device was reprogrammed to address the oversensing. Lead revision was anticipated to replace the damaged rv lead. The patient was stable and there were no adverse consequences.